Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while a pet owner was administering an injection, the thumb press came off of the plunger rod on a relion® insulin syringe. The pet owner reported the plunger cap appeared to be melted. There was no report of injury or medical intervention.

Manufacturer narrative:
Results - holdrege received one (1) 0.3ml, 8mm syringe from reported batch# 7030988. All samples were decontaminated per hstr-17 prior to being evaluated. Conclusion - upon evaluation by (B)(4), it was noted that the sample exhibited damage to both the thumbpress and syringe cap, indicative of a likely jaw jam on the form fill & seal (ff&s). When this occurs, damage to any component caught in the jaw jam may occur, presenting as a "crushed" type of damage, as seen within this sample. The resulting damage renders the device inoperable to the end user, as proper aspiration and delivery of medication is unable to be completed as intended.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the thumb press came off of the plunger rod during the injection and the orange cap appeared to be melted. The returned syringe was examined and exhibited a crushed plunger cap and a broken thumb press on the plunger rod. Sample will be forwarded to manufacturing (holdrege) on 15dec2017 for further review. As per manufacturing, a review of the device history record was completed for batch# 7030988. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken thumb press and crushed plunger cap) based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root cause: the syringe was caught in the sealing bars of the packaging machine, crushing the cap and breaking the plunger.